Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection of the picture provided it can be observed a plastic-like black particle inside the barrel of the device. The black material inside the syringe is a stopper flap that was detached. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Stoppers are supplied by external supplier so a definitive root cause cannot be determined at this time. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a damaged stopper. The following information was provided by the initial reporter: we have had another syringe with a fault this time a 30ml with a slice taken out of the plunger.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a damaged stopper. The following information was provided by the initial reporter: we have had another syringe with a fault ¿ this time a 30ml with a slice taken out of the plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.